Event description:
It was further reported that the patient was still in the hospital, in the in-patient rehabilitation unit. The patient was still struggling with sensation and motor control of his lower extremities. A company representative visited the patient regularly to keep the battery charged in case the patient would like to add leads and use the system at a later date. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was reported that the patient had loss of sensation and motor control of legs post operation. The patient also experienced paralysis and loss of reflexes in lower extremities. It was reported that lead migration occurred. Medical and surgical interventions were required. The epidural bleed decompression surgery was performed and lead was removed. The patient was hospitalized. The patient outcome at the time of this report was ¿alive with injury.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3999-60, lot# va05vcw, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).